Event description:
The pt was male, age and weight unk. The target lesion was sma (superior mesenteric artery) that was not calcified and was mildly tortuous. The intended procedure was unk. The 606-2910 (complaint product) was delivered through the 4f diagnostic catheter (clinical supply). After insertion through a guiding catheter, the microcatheter was removed from the pt, however, during angiogram, the microcatheter tip was seen in the guiding catheter. The split (separated) microcatheter tip was removed from the pt still inside the guiding catheter. Additional info indicated that the product was new. After removal from the package, the microcatheter was not damaged. During prep, the product was not exposed to any sharp object that may have damaged the distal tip. The microcatheter was not re-shaped. All (IFU) instruction for use guidelines were followed for insertion and continuous flush. The microcatheter was not torqued while the distal tip was trapped in a small vessel. After removal of the microcatheter, no other damages were noticed. Confirmation whether the separated part was included could not be obtained. No further info was available.

Manufacturer narrative:
The product is expected, but to date, it has not been received for analysis. Additional info will be submitted within 30 days of receipt.